Event description:
It was reported that patient presented in operating room for a normal device change out. When trying to open the pocket, cautery was used too close to the patient's pacemaker. Loss of output due to electrocautery occurred during the procedure. The leads were connected to the pacing system analyzer and pacing resumed. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of output loss was not confirmed in the laboratory. The device was tested on the bench, including output monitoring, and did not find any anomalies. Battery voltage was still in the range of normal operation and no anomalies were found.